Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was severely worn. But the ptfe pad was not separated. A part of it was split, but there was no missing. The manufacturing history was reviewed, with no irregularities noted. This type of the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a sigmoidectomy, the subject device was used. It was reported that the ptfe pad of the device was separated when the assistant wiped the device for cleaning with a gauze patch outside the patient. And then the device could not be used any more. The procedure was completed with a different device. There was no patient injury reported. After olympus medical systems corp. (Omsc) received two devices of tb-0535fc for evaluation, omsc confirmed that the ptfe pad of one device was severely worn. But the ptfe pad was not separated. And a part of it was split, but there was no missing. The ptfe pad of the other device was damaged, but the damage did not correspond to the criteria of MDR. There was no information about the order of the device use. This MDR is regarding the one of two devices.